Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there was no image due to a defective plug unit during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure due to degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope was not detected when plugged into tower. The issue occurred during during set up or inspection for use. There were no reports of patient harm.